Event description:
In 2008, the pt reported that the plunger of the insulin cartridge became stuck to the piston rod of the infusion device causing an entire cartridge of insulin to spill into the cartridge compartment. The pt was able to remove the plunger from the piston rod. He was educated on the proper technique for removing the insulin cartridge from the infusion device. The pt was instructed to switch to his backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.